Manufacturer narrative:
This event involved a male patient of unknown age, who experienced a no power event three months post heartware lvad implantation. The details of the patient's clinical presentation prior to implantation were not reported. The patient was implanted with an lvad on (B)(6) 2013. The report received indicates that when the patient changed from the cac to battery, he was aware that the battery at port one (1) was not recognized; no power alarm sounded, and the pump stopped. His wife switched back to the cac and the pump restarted. When vad coordinator exchanged the patient's controller, it was noted that the port 1 connector was very hard to connect. It was further reported that the patient felt dizzy and weak during the pump stop. After controller exchange, there were no further issues. The product will be returned for further analysis. The controller was returned for analysis. Review of the manufacturing records indicates that this device met all specifications for release. The controller passed all visual and functional testing. The complaint for a vad stop alarm while changing a cac to a battery is confirmed through the log files but not through any of the functional testing at ambient and elevated temperature testing. The root cause is undetermined. This complaint is unconfirmed. The controller works as intended. The log files confirm the event but unable to confirm a malfunction. The device(s) listed in this report is (are) used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware hvad instructions for use advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. The IFU instructs, "do not disconnect the driveline or power sources from the controller while cleaning it or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Controller received (B)(4) 2013.

Event description:
Approximately three months post hvad implant, the patient experienced a no power alarm from the controller when changing from the car ac adapter to battery; the battery at port 1 was not recognized, a ¿no power¿ alarm sounded, and the pump stopped. Once the patient switched back to the car ac adapter, the pump restarted. The patient reported feeling dizzy and weak during the reported pump stop. The patient¿s controller was exchanged with no patient injury, and after exchange, there were no further issues.

Manufacturer narrative:
The product is noted to be available for evaluation, but has not been received to date. Additional information will be submitted within 30 days of receipt.